Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16647090, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction suspected.